Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date in 1992. It was further reported patient allegations of a worn liner. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty in 1992. Subsequently, patient was revised on (B)(6), 2014 due to poly wear. The modular head and liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; PMA/510(k) number - unknown; manufacture date - unknown.